Manufacturer narrative:
As previously reported, the medtronic representative at the site, checked all the cable connections to confirm they were seated properly and the computer was running normally. Codes updated to reflect this on-site testing. A medtronic representative, following up with the site, informed the site that this system is end of life and no replacement parts are available. Site reported to looking into upgrading/replacing the system.

Manufacturer narrative:
Site medical engineer. Declined to provide patient information. In trouble-shooting, the medtronic representative. At the site, checked all the cable connections to confirm they were seated properly and the computer was running normally. Determined the navigation system monitor is likely the cause of the issue. Issue resolved at time of call. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while setting-up prior to a procedure, the site's navigation system monitor screen became dark. The navigation system re-booted and the screen restored to normal. Later in the procedure, the reported behavior reoccurred, re-booting the system did not resolve the issue. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome. Resolution confirmed at time of call.